Event description:
Reporting status: medical intervention. Reporting rationale: treatment of the dissection. Device issue: none. It was reported that the procedure was to treat a lesion in the distal rca. As thrombus was present in the lesion, aspiration was performed using a thrombuster aspiration catheter. The 3.0 x 18mm vision stent was advanced towards the lesion deployment, but it failed to cross the lesion. Pre-dilatation was performed, then the vision stent was implanted successfully; however, a dissection occurred around the distal part of the deployed stent. Two additional stents were deployed to treat the dissection. No additional event or patient information is available.

Manufacturer narrative:
The patient and device codes in h10 were coded by the manufacturer. Patient codes 1333 labeled, 2519 labeled, devices codes 2578 labeled. Internal file number 82058/1: during processing of this complaint, quality assurance attempted to obtain complete event information, including patient information and patient status, from the hospital, field contact or distributor. H10: results and conclusion summation: quality engineering determined based on the information provided with the complaint, it appears that the physical resistance may have been caused by an interaction with the anatomy. Without the device to examine, no conclusive determination can be made as to the root cause of the reported discrepancy. Dissection, as listed in the instructions for use, is a known adverse event associated with coronary stenting.